Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated /confirmed the customer reported complaint. Failure analysis found the primary failure of an engagement to be related to the customer reported complaint. For clarification, the permanent cautery spatula instrument failed the mechanical engagement when placed in the system and the instrument inputs failed to engage with the sterile adapter in multiple attempts. An additional observation that was not reported by the site but was related to the reported issue was also identified. The permanent cautery spatula instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. As a result, the instrument failed the engagement test when installed on the system. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure and related to device design. A review of the instrument log for the permanent cautery spatula (470183-13/ n102001060082) associated with this event has been performed. Per logs, the permanent cautery spatula was last attempted to be used in a procedure on (B)(6) 2021 on system sk0418. The alleged instrument had 2 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported based on the failure analysis findings. A permanent cautery spatula instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm permanent cautery spatula was not recognized by the system. The device was not used on the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.